Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The cause of low bg was unknown, however customer's non-tandem sensor expired, and subsequently customer had no continuous glucose monitoring readings. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with insulin injections, intravenous fluids, computerized axial tomography, and monitoring of blood pressure. Reportedly, the customer was still hospitalized at the time of report, however the issue was resolved and customer sustained no permanent damage.